Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer added more insulin into the cartridge and was able to complete the load process successfully. Customer was unable to troubleshoot with tandem technical support as the event occurred in the past. There was no impact to the customer's blood glucose level.